Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and a monarc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat vaginal and uterine prolapse with concurrent procedure of a bladder sling implant. Due to scarring, infections, discharge, odor, bowel problems and incontinence the mesh was removed on (B)(6) 2011 and the patient underwent additional repair surgery on (B)(6) 2012.(B)(4).

Manufacturer narrative:
(B)(4).